Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history when issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter and had already tried leaving wall adapter plugged into working outlet for at least 30 minutes, after which pump began charging with original charging supplies, so pump did not shut down and no further assistance was required.